Manufacturer narrative:
Age at time of event: 18 years or older.    Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred.  Vascular access was obtained via the opposite side of the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A non-bsc guide wire was advanced to the lesion. A 3,40mm coyote balloon catheter was used to dilate the lesion. A 5.0mmx60mmx135cm sterling¿ balloon catheter was selected to dilate the target lesion. The balloon was inflated three times. During the third inflation, the balloon ruptured at 10 atmospheres. No segment of the device detached inside the patient. The procedure was completed with a 5,40mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.